Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. There were no instrument collisions during the procedure. There were no issues related to the opening/closing or left/right motion of the grips, nor related to the up/down motion of the wrist. No fragments fell inside the patient¿s anatomy. The instrument is available for return and no photographic images are available for isi review. No patient information is available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the large suturecut needle driver had a damaged conductor wire. The procedure outcome is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.